Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the volume discrepancy was not determined.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid, bupivacaine and clonidine at unknown concentrations and unknown doses via an implanted pump. The indication for use was malignant pain. It was reported the patient missed a scheduled pump refill appointment due to a family emergency. It was noted the patient started to experience increased pain secondary to low reservoir volume on (B)(6) 2014. The patient did not utilize the maximum personal therapy manager, ptm, activations and the low reservoir alarm date was (B)(6) 2014 which was the date of interrogation and refill. The patient's pump was interrogated and no low reservoir alarm occurred as there was 2.6 ml still expected in the reservoir volume. A 3.4 ml volume discrepancy was noted as 2.6 ml was expected and there was actually 6 ml in the pump. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone, bupivacaine, and clonidine due to the low reservoir and under-infusion. The pump was refilled on (B)(6) 2014 and the issue resolved without sequelae the same day.

Manufacturer narrative:
Added adverse event as it was applicable to event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the volume discrepancy was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.